Event description:
Further follow up completed with the customer. The surgeon reported that the pouch did break. The surgeon reported that the pouch was difficult to remove. The surgeon tried to close the pouch by pulling on the suture before the thumb ring plunger was pulled.